Event description:
Dealer has reported a powered wheelchair with a left power stage fault. It was called into technical services and a new controller will be installed on the device. No injury reported.